Manufacturer narrative:
D4: the part number / model number, lot number or product sizing information and product reference code for product unfortunately was unknown. The complainant only stated that surgical aquacel adhesive dressing was used after undergoing knee surgery. He shares the dressing was rectangular in shape, covered his surgical incision and had a tan adhesive "tape" border. Although surgical aquacel adhesive dressing product is entered, the complainant was unable to provide the exact international commodity code (icc). Therefore, the nearest model number 420669 has been captured. Patient name: (B)(6). Name of hospital: (B)(6). The event is considered as misuse, since several areas of product misuse were identified, for example, customer contacted nurse/doctor about burning and was advised to leave it on, the practice uses aquacel seven - ten days instead of the seven-day indication, customer removed product by himself with no specific removal technique described or clinical training, etc. Based on the available information, this event is deemed to be a serious injury. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 9618003.

Event description:
The family member of the patient reported that the end user suffered "substantial burn" to post surgical total knee arthroscopy peri-wound site. She reported that the end user experienced a horrendous amount of pain and suffering along with mental anguish and continues to do so today. Later, the end user reported that a right total knee arthroscopy/replacement was completed by an orthopedic surgeon at the hospital in united states on (B)(6) 2023. He did remain hospitalized as planned with his surgeon post operatively for approximately one and a half days. He then was discharged home and had home therapy. The consumer reports from his knowledge that a company's known dressing was applied by an unknown health care professional at the conclusion of the knee replacement within the operating room (or) on (B)(6) 2023. He does report by day one post operatively, he experienced and reported to his health professional (hcp)/nurse within the hospital regarding "burning" at the surgical site and surround skin beneath the dressing. He reported expressing the continuation of the same burning sensation beneath the dressing to the nurse at time of discharge on day two post operatively. He advised that the nurse listed many reasons he could be experiencing the burning. Per the consumer, the dressing was not removed for surgical incision inspection, and he was advised by the hospital staff the dressing was intended to remain in place for up to seven to ten days to provide a barrier to infection to the surgical incision. The consumer advised the burning pain to the affected knee continued and increased as each day went on. He further reported that he was feeling like his skin was on fire and on post operative day five or six, he could not take the pain any longer so removed the adhered dressing himself. He advised he did not notify his surgeon or home care provider of his intent to remove the dressing and he was not provided any specific instruction or procedure for removal. The consumer advised he removed the dressing by peeling off the dressing gently and no accessories were reported to be used with removal. He reports upon initial removal noting swelling to the surrounding incision site with intact fluid filled blister and bumps to the peri-wound skin along the area the previous dressings tan tape was located. He reported when he saw the "blisters and tape burn", he contacted his home care agency and surgeons' office. He reported that "his skin looked like hot grease was poured on it". Initial topical treatment to the affected areas was hydrocortisone cream. He was unsure whom initially recommended this treatment. After reviewing photos submitted on behalf of the consumer, he was advised by the surgeon's office to treat all areas with a prescription antibiotic ointment. He shared he was instructed not to pop the blisters and to allow them to absorb or go away on their own. Consumer was unable to confirm what post operative day this topical therapy was recommended. The consumer advised his surgeon's office consulted with a dermatologist for local care recommendations and the consumer was seen post operatively by the surgeon's assistant; post operative day of visit is not known. The consumer advised he did not see the consulting dermatologist virtually or in person for a visit. The consumer reports he was also given two different oral antibiotic pills to take to reduce the risk of infection. The consumer does advise the joint and wound did not become infected according to the surgeon. He reports the surgical staples were removed later than usual; around day twenty and he was prescribed pain medication to assist with continual burning pain. The consumer advises the surgeons' assistant upon the post operative evaluation advised "they had never seen a reaction like this; and per the consumer commented "they hoped there would not be nerve damage from the burn". The consumer shares while the blisters and swelling have resolved he continues to get a stinging and burning sensation in the previously affected areas; where the dressing adhesive "tape" burns were located; and feels "he may have permanent nerve damage from the reaction to the dressing". The end user did not disclose any further information including any ongoing treatment or follow up for the reported issue. No further information provided regarding the clinical assessment or course of the peri wound skin and blister status. On phone contact with the end user, he reported that no previous know use of company's known dressing in the past and no know skin sensitivities to dressings. He additionally shared that the doctor of medicine (md) or surgeon did not provide any diagnosis of the skin condition, nor did he label it a burn. The consumer replied that "there is no way the surgeon is going to make any statement one way or another; the surgery went well and I assume the nurses put the dressing on but I am telling you my skin was burning under the adhesive dressing from day one and a half on and when I took the dressing off it was clearly a burn and blisters from the adhesive tape". The end user also mentioned that he had to have another surgery which was a right knee manipulation because of the setback from this allergic reaction on 08th november 2023. They had to put him to sleep and bend his knee. The photographs depicting the issue were received from the complainant.